Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained a "sensor not found" message upon scanning the freestyle libre 2 sensor on the same day of applying. The customer became unresponsive and lost consciousness. On the way to the hospital, customer experienced seizure and upon arrival, readings of 339 mg/dl and 379 mg/dl were obtained on an hcp meter. The customer was treated with humulin and lantus insulin and a post-treatment reading of 23 mg/dl was obtained. No additional treatment was reported. There was no report of death or permanent injury associated with this event.